Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of an unspecified secondary tubing set was connected to an unspecified needleless valve connector. At an unspecified time, it was reported that the option-lok male adapter of the tubing set broke off into the needleless valve connector. No specific details were provided. There were no reported adverse pt effects and no reported delay of critical therapy. No medical interventions were reported. Though requested, no additional information was provided.